Event description:
The following information was reported to gore: the patient had a history of arch replacement and an abdominal aortic artificial blood vessel replacement for type a aortic dissection, and postoperatively distal arch enlargement was detected. On (B)(6) 2022, the patient underwent endovascular treatment of the distal arch enlargement using gore® tag® conformable thoracic stent grafts with active control system. Three (3) ctagac were implanted and the procedure was completed. A two-stage thoraco-abdominal artificial blood vessel replacement surgery was scheduled. On (B)(6) 2022, a rupture in the distal arch occurred and the patient expired. It was reported that no treatment could be performed because the patient died immediately right after the rupture. Physician's comment: there had been an increase in pressure in the false lumen, and the stent graft placement may have caused a blind end of the false lumen, resulting in the false lumen rupture in the distal arch. A thoracoabdominal replacement should have been performed as the first-stage treatment.

Manufacturer narrative:
The medical device remains implanted. Return not possible. (B)(4).